Event description:
Name of procedure: ni. The rep was not present during the case. The inzii bag was being used to remove the specimen when there was a tear at the end of the bag. The surgical staff noted after removal that a piece of the bag was missing. The surgeon searched the patient's abdomen, identified a piece of the bag within the patient, and removed the piece. It is unknown if the incision was enlarged prior to removal of the bag. No patient injury, patient impact described as "not-symptomatic. No symptoms detected, and no treatment required." Product is not available for return. Event unit was disposed of by the facility after the case. Patient status: no patient injury: "not-symptomatic. No symptoms detected, and no treatment required." Type of intervention: piece was recovered from patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience of a fragmented tissue bag could not be confirmed. In the absence of the event unit, it is difficult to determine if the fragmented tissue bag was caused by a device non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni. The rep was not present during the case. The inzii bag was being used to remove the specimen when there was a tear at the end of the bag. The surgical staff noted after removal that a piece of the bag was missing. The surgeon searched the patient's abdomen, identified a piece of the bag within the patient, and removed the piece. It is unknown if the incision was enlarged prior to removal of the bag. No patient injury, patient impact described as "not-symptomatic. No symptoms detected, and no treatment required." Product is not available for return. Event unit was disposed of by the facility after the case. Patient status: no patient injury: "not-symptomatic. No symptoms detected, and no treatment required." Type of intervention: piece was recovered from patient.